Manufacturer narrative:
Continuation of medical device: dtba1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the emergency room due to discomfort from possible diaphragmatic stimulation. The nurse visually observed what appeared to be diaphragmatic stimulation and noted that the patient was being admitted to the hospital. It was noted that the patient had programming changes made the day before. It was noted that the left ventricular (lv) lead had been trending high. The lv lead remains in use. No further patient complications have been reported as a result of this event.